Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) push button pop up [device malfunction]. Case description: medical device information: class. This spontaneous case from (B)(6) was reported by a consumer as "push button pop up" and concerns a male pt using novopen 4 (insulin delivery device) due to device therapy. The pt reported that the push button popped up immediately after he depressed it and it did not stay in position. The pt had another pen that he had depressed so vigorously that he did not trust the accuracy anymore. The pt was reusing the needles and leaving them attached. The pt was adamant in getting the insulin delivered so he depressed the push button with all his force and he believes he broke the pen. Upon analysis of the returned product, a fault with a severe medical consequence was found. It is possible for the pt to receive a substantial overdose, even though the pt has to use the product in a very unusual way. The result of this overdose would be a severe hypoglycemia. Product name: novopen 4, batch: sv40752. Technical, visual and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The device was disassembled. The push-button is hard to depress and operates in jerks. Due to the broken pen parts the piston rod moves backwards during dosage selection. Furthermore, the end of content will be reached earlier than normally. The user will not be able to use all the insulin in the insulin cartridge. Company comment: the fault only appears if the customer uses very rough handling and damages the pen in such a manner that it performs as described above. Additionally, the customer also has to have a very unusual way of using the pen for an incorrect dose to occur. The pen has to be used in a manner that conflicts with the handling described in the user manual, such as no priming when changing the penfill cartridge and setting of dose before returning the piston rod. Furthermore, the customer has to ignore the signals from the pen such as the backwards movement of the piston rod when setting a dose and the blocking of the push-button from time to time then injecting. In the two cases that has been verified, the customer observed the fault in advance. The other case with the same fault has been reported with case no (B)(4).